Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The date of death is purely an estimate, as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible models of this manufacturer could include: insync iii, marquis, insync sentry, insync maximo, concerto, consulta, maximo ii, and protecta. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: longevity of implantable cardioverter defibrillators for cardiac resynchronization therapy in current clinical practice: an analysis according to influencing factors, device generation, and manufacturer. Europace. 2015;17(8):1251-1258. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and devices that were removed due to infection. There were no device allegations noted. Further follow up did not yet yield any additional information. The cause of death and device manufacturer/relatedness has been requested, but not yet received.

Event description:
Additional information was obtained through follow up with the physician/author. The author indicated that the patient deaths referenced in the article had "no association between the events and the performance of the implanted devices from medtronic and the other manufacturers." Also in regards to the lead-related events the author stated that "the investigators followed the vigilance reporting procedures at the time of their occurrence and appropriately informed competent authority and manufacturers."